Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the green and orange power light emitting diode (led) was turned off caused by vibration of button operation. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.